Event description:
It was reported that this pacemaker recorded far field over sensing of ventricular events on the right atrial channel. The patient has a lead at the left bundle branch, nonetheless thresholds are normal. Reprogramming options around blanking period were suggested and a chest x ray analysis for lead was recommended. The pacemaker remains in service at this time. No adverse patient effects were reported.